Event description:
It was reported that prior to use with the bd vacutainer® sst¿ blood collection tubes, there were air bubbles in the gel of 6 tubes. The tubes were not used, and there was no patient impact.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 09-feb-2024. H6. Investigation summary: bd received one thousand(1000) samples and ten (10) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for gel air bubbles was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for gel air bubbles with the incident lot was observed. Complaints for sample quality are under statistical control for the month of december 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that prior to use with the bd vacutainer® sst¿ blood collection tubes, there were air bubbles in the gel of 6 tubes. The tubes were not used, and there was no patient impact.